Event description:
The patient's explant lead and generator were received into product analysis. Generator analysis was approved and reviewed. The generator was received due to prophylactic replacement along with high impedance reported. High impedance was not duplicated on the generator itself in product analysis (pa) lab. Various electrical loads were attached to the generator and diagnostic testing proved that accurate resistance measurements were obtained in all instances. The generator diagnostics were as expected for the programmed parameters. An electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the generator. Lead analysis was also approved and reviewed. The lead was returned due to fracture of leads and the reported allegations were verified. A break was identified in the positive coil. Scanning electron microscopy (sem) images show that stress-induced (fatigue) fracture has occurred in at least two strands of the quadfilar coil, however, due to metal mechanical distortion smoother surfaces the cause of fracture of the other strands cannot be confirmed. Sem images of the coil break also show that pitting conditions have occurred at the break location. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No additional relevant information has been received to date.

Event description:
Information was received that the patient's lead has been explanted and replaced. Generator was also replaced due to prophylactic reason. The patient's explanted devices have not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Clinic notes were received for a patient's replacement and the attached surgery referral form stated that the patient is being referred for a full revision due to high lead impedance being seen on a system diagnostic test. No surgical intervention has been reported to date. No additional relevant information has been received to date.